Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 29-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer cancelled the work order as, "duplicate issue of wo 2392602, cancelling". The fse further mentioned that the serial number used belonged to an active remote manager but was incorrectly marked as scrapped/destroyed in salesforce, preventing work order creation. The unit is currently being reinstated as a live device in salesforce. No findings available.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer failure occurred. The entire drawer 2.2 failed and could not be recovered despite troubleshooting attempts. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.